Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had flashing light and went blank. Customer¿s blood glucose was 126 mg/dl. Customer states the contacts on the battery cap are neither missing nor damaged. Customer noticed that pump had moisture in the battery compartment. Insulin pump will be returned for analysis.